Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the device would not activate. Another device was opened and used for the procedure, and there was no harm to the pt. Upon receipt at covidien for evaluation, a preliminary investigation found that the knife blade was protruding from the jaws of the device.